Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella 5.0 device for mechanical circulatory support. At the end of support, once the chest was closed, the patient had significant bleeding. The patient had to be reopened two times, and the physician found a bleeding site and employed shunt to the right artery. Patient received six platelets, six units' fresh frozen plasma, four cryo, four units red blood cells, 2000 anti-inhibitor coagulant complex (fieba) full dose factor seven administered in procedure due to bleeding. No peripheral heparin or dti running. It was later noted that the patient was still bleeding, so dextrose 5% in water/bicarbonate running in purge. Patient taken back to cardiovascular operating room, evacuated 4.5 cm wall of clot from the mediastinum. Hemodynamics greatly improved after evacuation. The patient continued on support until the device was successfully weaned.